Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "foreign material on te" and "it contained something like hair". The device did not touch the patient. Back up device was used.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a hair is observed on the surface of the device. Leak test was performed, and no leakage was found. The hair is observed on the surface of the device; however, it is not considered a defect because it does not come in its original sealed packaging. A microscopic analysis was performed which identify intact and functional. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "foreign material on te" and "it contained something like hair". The device did not touch the patient. Back up device was used.